Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Bg was addressed with a correction bolus via pump. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.